Manufacturer narrative:
Unit received wit cracked battery tube threads. Unit received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that there was crack on insulin pump near the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.